Event description:
It was reported that a homechoice automated pd set with cassette leaked; further described as ¿dialysis solution is entering the rubbers inside the cassette and leaking into the patient's line." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in october 2023. H10: the actual device was not available; however, twelve (12) retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was not performed on the retained samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.